Event description:
It was reported that the robotic assisted saw interface device was being used with a base station device and a satellite station device and had a request for service when it was reported that some of the anterior chamfer cuts had discrepancies. During evaluation, it was determined that the saw interface device was loose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Evaluation determined that the reported condition could not be confirmed. Visual examination however found that the interaction between the saw handpiece and the saw interface was loose with a slight toggling affect. The reported condition of a connection issue is being addressed through CAPA. The assignable root cause was determined to be due to design. UDI: (B)(4).